Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed as visual inspection of the returned products identified a hole in the tyvek pouch. The outer packaging is not punctured indicating that the hole was likely not a result of shipping damage. The DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. It is most likely that the sterile packaging was torn/punctured after being removed from the outer packaging during surgery. However a exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that during a total knee procedure it was discovered that the patella sterile liner was torn. No patient involvement. No adverse events have been reported as a result of this malfunction.